Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump. They were advised to call back if the malfunction code reappeared, and the customer acknowledged this instruction.